Manufacturer narrative:
The field service engineer checked the analyzer and performed maintenance. He replaced the sample and reagent probes, adjusted the ultrasonic mixer's horizontal and vertical positions, leveled the instrument, adjusted the gear pump head, and cleaned the wash stations. The customer ran calibration and qc which were acceptable. The investigation did not identify a specific product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable urea result from the cobas 8000 c702 module. The initial result was 1.4 mmol/l. The repeat result was 20.9 mmol/l and was believed to be correct.